Event description:
Philips received a complaint on the xl+ defibrillator/monitor indicating that their device is getting an "energy issue" error message during operation check. The device was not in clinical use at the time the issue was discovered. Based on the information available and the testing conducted, the cause of the reported problem was with the capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.